Event description:
A malfunction alarm 20 was reported while the pump was in use. Despite the issue, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to successfully load a new cartridge, even with assistance from technical support, which led to the decision to replace the pump.